Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) kept faulting and needed to be restarted. The customer restarted the iesu, but it stopped working. The tse found error 25952 in the logs, and the customer was using curved vessel sealer instrument. The customer elected to use a backup e-200 iesu to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was noted that e-200 integrated electrosurgical unit (iesu) failed to generate enough energy at the maximum settings when performing cases that required full energy output. The issue was resolved after using a backup e-200. The clinical sales representative (csr) confirmed that the issue did not occur after restarting the system. A different surgeon performed a procedure on the same system with the same settings did not encounter the same issue. The fse advised the customer to perform a power cycle at least one of the turnovers between cases. The fse upgraded the system software. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.